Event description:
It was reported that the brake would not hold due to the brake tip not touching the floor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.